Manufacturer narrative:
This report is being submitted due to a (B)(4) event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. The device evaluation is anticipated; however, has not been commenced to date. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted.

Event description:
It was reported to conmed that, "clips were not holding after being applied. Slipped off cystic duct and cystic artery." It was also reported that there was no patient injury. The procedure being performed was a laparoscopic cholecystectomy.

Manufacturer narrative:
The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. One (1) 530 clip applier was returned for evaluation without any factory packaging. The complaint quality engineer evaluated the device with the manufacturing engineer and quality engineer for 530 clip appliers. As received, there was one (1) clip loose inside the bag and one (1) clip applier with ten (10) clips remaining in the cartridge out of the original twenty (20) loaded clips. Five (5) clips were then fired and formed. The clips appeared to have formed properly and were measured using production equipment. The fired clips passed production requirements for clip formation including eye gap measurements less than 0.0055 inch. Four (4) clips were then fired onto 2mm outside diameter flexible tubing. The clips were found to form and hold onto the tubing properly. Therefore, the reported failure was not reproduced during laboratory evaluation of the complaint device. To mitigate this issue, each device is verified in manufacturing to function properly before release. This is done by firing and inspecting four (4) clips from every device. The first clip is inspected for poor closure and scissoring. The second clip is fired and dropped through a go/no go gage and eye gap is measured under the vision system. The cartridge is then rotated 90° and the third clip is quickly fired. The device is tapped to check that the fourth clip is held in place. The fourth clip is checked for eye gap with the go/no go gage. The 20 clips in the cartridge are checked for "double stack" and "piggy-backed" clips. In addition, the last device manufactured from each shift undergoes a full fire test. The device must fire 20 clips with no more than 2 misfeeds, the device must lock out after firing the 20th clip, and must have no other defect that prevents the device from firing 20 clips. A review of the manufacturing documents from the DHR/lhr for lot 1306241 has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. The reported failure could not be reproduced during laboratory evaluation of the complaint device. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.